Event description:
Information received indicate from the (B)(6) call. Caller states that the pump is not delivering any food.

Manufacturer narrative:
Device was not returned. A follow up will be sent if new information is received.